Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. Reportedly, the patient was taking medication containing acetaminophen. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Based on new information provided on 01/05/2017, it was discovered that this report was associated with an adverse event. The patient reported that she had a missed low on her dexcom system and passed out. Date of intervention and details are unknown. No additional event or patient information is available.